Manufacturer narrative:
(B)(4). Batch # m5496v. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 33 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position and the knife not completely within doghouse. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device "did not staple properly"? The unit could not be fired at all. The unit cracked open upon initial firing. Did the device deliver a staple line? If yes, was it complete? No staple line. Were any staples missing from the staple line? No. Were any staples malformed? No. What was done to complete the procedure? Change to another ntlc75. Were there any patient consequences as a result of the event? No consequence on patient.

Event description:
It was reported that during a colon resection, the device didn't staple properly and couldn't cut at all. There were no patient consequences reported.